Manufacturer narrative:
The device was not sterile and it was not received by the manufacturer. Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015.

Event description:
The clinician reported the implant did not achieve osseointegration in ada site 13. Clinician reports an infection. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Missing placement/removal date information has been requested from the complainant. A follow up report will be submitted if the information becomes available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported the implant did not achieve osseointegration in ada site 13. Clinician reports an infection. There were no reported post-operative complications.